Event description:
Sorin group deutschland received a report that the pump displayed an error message during setup. The pump was not used and there was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump displayed an error message during setup. The pump was not used and there was no pt involvement. The pump was returned to sorin group deutschland for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.